Manufacturer narrative:
Index procedure was prompted by unstable angina and a positive functional study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure five resolute onyx des were implanted in the lad. It was reported that dissection occurred in the lad. There was no action taken to treat the event. The sponsor assessed the event as possibly related to the device and not related to the anti platelet medication.